Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line which was not reproduced. Air in line messages were reproduced and verified through a review of the event history log and found to be caused by out of calibration ultrasonic sensor readings. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.